Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The lv seal plug was removed and high power visual inspection noted evidence of rounding at the top of the setscrew hex slot, however, the hex slot itself was observed to meet specifications. Metallic shavings were noted on the underside of the lv seal plug, indicating grinding of the tip of a hex wrench on the top of the setscrew hex slot. Further inspection noted no evidence of cross threading and all setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an left ventricular (lv) epicardial lead implant procedure, the setscrew was unable to be loosened on the header of this cardiac resynchronization therapy defibrillator (crt-d), to remove an lv port plug. The device was explanted and replaced. No adverse patient effects were reported.